Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Asae/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Access site of the impella and mac has a notable hematoma that was seen after the peelaway sheath was removed. Manual pressure held, femstop was placed and nitro drip was added for blood pressure management. Blood pressure was high >170/100/126.

Manufacturer narrative:
E1 added initial reporter phone number as they were omitted from the initial report that was submitted.